Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was unsuccessfully attempted for interrogation during the patient's routine clinic follow up. This device had been previously checked about four months prior with normal function and had been estimated to have six years remaining until explant. There were no reported adverse patient symptoms beyond the imminent surgical intervention.

Manufacturer narrative:
This crt-d was immediately removed from service. It was also noted during explant of this crt-d, that the associated right atrial (ra) lead was observed to be discolored (yellow) and had no capture at maximum output. This crt-d was returned to boston scientific for analysis. Final analysis concluded that this device was received with no telemetry. Internal inspection shows arcing of the secondary's within the high voltage charge transformer damaged the hybrid. This damage resulted in loss of telemetry and a high current drain depleting the battery.